Event description:
Reportedly, the pacemaker involved in this MDR report was implanted in 2004 and regulatory followed. On (B)(6) 2012, the pt was admitted in emergency room due to a syncope. The device could not be interrogated and abscence of pacing and magnet response were observed. The physician decided to replace the device and returned it for analysis. It was reported also that proper operation was observed during the previous follow-up performed one month before.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states analysis is pending.